Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was turned off but was left in place and one of the lead was fractured. Additional information received indicated that the device has not been working for several years and the leads have actually fractured as the patient has grown. Subsequently, this tachy lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this the patient's implantable cardioverter defibrillator (ICD) was turned off but was left in place. Additional information received indicated that the device has not been working for several years and the leads have actually fractured as the patient has grown. The device together with the leads will be removed. No adverse patient effects were reported.